Event description:
It was reported that during a procedure using a starvac 90 icw wand, there was an alleged arcing when the wand made contact with the patient's skin. This arcing caused a minor burn on the patient's skin, which did not require any sort of treatment. The procedure was completed successfully using a different artc device. No further patient complications were reported as a result of this event.